Event description:
Adverse event(s): "outcomes are more plus" (overcorrection). Product problem(s): "none reported" (no info). A surgeon reports that some unplanned clinical outcomes. Some pts are coming out 'plus'. The surgeon stated no adverse events and all pts are happy. The surgeon does not have any specific cases of concern and all treated pts are doing well. No other info has been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).